Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The programming changes have been discussed but it was decided to continue monitoring the patient.